Manufacturer narrative:
Article citation: walsh, nadia gabriele, et al. ¿anaplastic large cell lymphoma related to breast implant presenting as a solid mass: a case report.¿ case reports in surgery, vol. 2025, no. 1, jan. 2025, https://doi.org/10.1155/cris/1393257. The event of "lymphoma-bia-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-bia-alcl.

Event description:
Literature article titled "anaplastic large cell lymphoma related to breast implant presenting as a solid mass: a case report" reported "mobile lump in the upper inner quadrant, palpable axillary lymph nodes, solid mass in the upper chest wall and showing large atypical malignant cells diffusely spread in an inflammatory background with alcl-positive cd30 and negative alk". The article noted a right-side biopsy of the mass revealed the cg30 positive marker and alk1 negative marker. Confirmed immunohistogy to be bia alcl. Patient underwent surgical treatment with bilateral breast capsulectomy, removal of breast implants and right axillary nodal dissection. Patient completed six cycles of chemotherapy (bv-chp: brentuximab vedotin, cyclophosphamide, doxorubicin, prednisone). This record is for right side. Device was explanted.